Event description:
The customer reported that the system would not complete boot up and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Generator calibration files were reloaded. The proper shut down procedures were reviewed with the area supervisor. The system was tested and found to be working as intended and returned to service.